Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was unsure if auto mode was active or inactive on the insulin pump during the low blood glucose level event and the customer stated that she most likely was in auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 43 mg/dl at the time of the incident. Customer received a sensor updating and then change sensor alert. The insulin pump will not be returned for analysis.